Event description:
It was reported that there was an electrical reset on the implantable cardioverter defibrillator (ICD). It was also noted that the patient was receiving radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the save to disk of the device was reviewed. It revealed one power on reset (por) for critical ram parity error, parity error index count equals two on (B)(6) 2012 18:04:43 and (B)(6) 2012 08:26:21. In addition there was one patient alert for device circuit error on (B)(6) 2012 08:26:21. Concomitant product: 4469 competitor implantable pacing lead 2006 (B)(6). (B)(4).